Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii". The device has been explanted.